Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the clips were not closing tight. There was no pt consequence. The device was discarded.